Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue) issue. Allegedly there was no bolus delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged bolus not delivered issue was not duplicated in the evaluation. Review of black box found records of manually cancelled bolus in the alarm history. Caps were not returned, using test caps the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were completed without any incidences. A normal bolus and an audio bolus were delivered without bolus cancellation during the exercise. The boluses were properly recorded in the bolus history and the total daily delivery. Unrelated to the complaint, battery compartment crack was found on the side of the compartment extending from the case seal towards the threads.